Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2002 patient underwent retropubic vaginal xenograft sling (pelvicol) and cystocele repair under general anesthesia. Complications post pelvicol placement include in 2003: hematuria appears to be coming from a benign source prescription for antibiotics. Lower abdominal pain, dysuria and a solitary kidney. In 2004: bladder pain. Voiding cystogram revealed mild irregularity of the bladder wall with a broad smooth outpouching. Post void residual bladder volume is estimated to be at least 500 cc - some interval improvement on detrol with known diverticula on vcug. In 2006: urgency and urge incontinence. In 2009: interstitial cystitis. In 2013: rlq pain ¿ questionable adhesions, bladder incontinence. Plan in 2013: painful urination, trouble starting urinary stream, pelvic pain, blood in urine, inability to empty bladder, urinary urgency, inability to control b ladder, urinary frequency, night time urination. In 2013: uti, status post bladder sling. In 2014: uti, chronic right pelvic discomfort that the patient relates to the problematic mesh, burning sensation of the bladder, abdominal pain, pelvic pain. Concomitant therapy: microvasive pttas.